Event description:
A recall for this issue was initiated on (B)(6) 2015. A staff member was adjusting the height of the x-ray machine when it slipped and struck a female patient. Patient temporarily lost consciousness and had minor bruises. She did not go to the hospital via ambulance and told dr. She would get checked out on her own.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).